Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system alarmed with recoverable error 23103. The staff verified the instrument and drape connections and performed a system restart to resolve the issue. The field service engineer (fse) instructed to perform an emergency power off (epo), however, the error persisted. Therefore, arm 2 was disabled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed, and the error was confirmed via log review and replicated on the system. The unit was installed on the test platform and the unit failed the wrist encoder test. The complaint was confirmed based on the field evaluation and failure analysis.